Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 2.8g over specification.

Event description:
Capsular contracture baker grade 3 left side.